Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. An x-ray of the device revealed that there was no damage to the internal high voltage fuse. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during the implant procedure of a subq array lead, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance of 1 ohm. Connections were re-assessed, but then shock impedances became out of range at greater than 200 ohms. The crt-d then exhibited a code 1004 indicative of a shock into a shorted condition. The crt-d was then replaced, but after assessing the new device with the subq array lead, it was determined there may have been an issue with the lead. The procedure was abandoned. No adverse patient effects were reported.